Manufacturer narrative:
(B)(4)

Event description:
A nurse reported that a patient experienced a corneal burn during a cataract surgery with intraocular lens (iol) implant. Additional information received through a company representative clarified that the surgeon experienced some aspiration issues. The surgery was suspended and the system did not display any system message. Additional information was provided by the surgeon. The event occurred at the beginning of the phacoemulsification procedure (pre-phaco) and had a duration of 1 hour a 30 minutes. The patient had corneal and scleral burns. The affected eye was the right eye (od). In the surgeon's opinion, the event was caused by insufficient irrigation, and the handpiece was suspected. No occlusion or occlusion bell were noted during the procedure. The burn resulted in wound leakage. The incision was closed with three corneal sutures and a new phacoemulsification procedure was started through a new incision. A corneal lens was used. The burn was reported to be resolved with treatment. In addition, intraoperative hypotony and shallowing/collapse of the anterior chamber occurred. The burn resulted in postoperative astigmatism and corneal opacity. Per the surgeon, the corneal opacity was likely to cause a decrease in bcva and require surgical intervention. Further intervention was reported to be planned but not determined at the time of reporting.

Manufacturer narrative:
A service visit was performed. No sample available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4)

Event description:
An ophthalmic surgeon reported that a patient had corneal burn during a cataract surgery with intraocular lens (iol) implant. The affected eye was the right eye (od). The surgeon experienced some aspiration issues that in surgeon's opinion caused the burn. The patient had corneal and scleral burns. The event occurred at the beginning of the phacoemulsification procedure (pre-phaco). The thermal burn resulted in wound leakage. The patient needed 3 stitches to close the wound. The patient also experienced intraoperative hypotony, astigmatism and corneal opacity. A new phaco procedure was started with a new incision. No occlusion or occlusion bell were noted during the procedure. A secondary surgical intervention will probably be required and a probable 2 line higher decrease in best corrected visual acuity (bcva) occurred. The corrective intervention did not correct the symptoms. Additional treatment has been planned. Additional information received from a company representative clarified that the surgery was suspended and the system did not display any system message. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. The phaco handpiece met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned handpiece revealed multiple dents on the handpiece irrigation line. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% longitudinal and torsional power for 5 minutes. The returned handpiece generated both longitudinal and torsional power during test. The irrigation and aspiration flow rate tests were performed on the returned handpiece, which passed the aspiration flow rate but did not pass the irrigation flow rate. The irrigation flow rate specification is 60cc/min and test result was at 53.6cc/min. The returned handpiece temperature was measured and the temperature was measured within specification. The returned handpiece ultra/sounds (u/s) and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications. Therefore, a root cause cannot be determined. The returned handpiece passed the ¿aspiration flow rate test.¿ therefore, the root cause of the reported ¿aspiration issue¿ cannot be determined conclusively. The root cause of observed the non-conforming ¿irrigation flow rate¿ can be attributed to the dents on the handpiece irrigation line. The observed dents were most likely attributed to the user mis-handling of product. (B)(4).